Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg) many ventricular spikes were observed without capture when the leadless ipg was implanted. It was possible that capture moments might also have originated from the previous leadless ipg that was implanted and still in use. It was also reported that the patient experienced heart block. Shortly after use, the programmer lost connection with both the new and previously implanted leadless ipgs. Several attempts were made but connection was unable to be obtained. Given the spike frequency and pattern, it was concluded that there was non-capture of the new leadless ipg. A tug test of the new leadless ipg confirmed good fixation of the device; therefore, it was decided not to remove it. The previous leadless ipg was programmed to voo mode to minimize possible interference and remains in the patient. Shortly after the reprogramming, ventricular pacing with effective capture on the new leadless ipg was observed and the programmer was suddenly able to detect both leadless ipgs. The new leadless ipg was measured using the programmer and all parameters were within acceptable ranges. The new leadless ipg was implanted and remains in use. No further patient complications have been reported as a result of this event. On 2025-08-22, it was further reported that the mobile programmer application lost connection to both ipgs and the patient connector. It was noted that the application was swapped out for a legacy programmer, which was successful in deactivating the ipg. It was further reported that the patient experienced total atrioventricular block with an escape rhythm of twenty-five beats per minute.